Event description:
The ventilator was on a patient and it suddenly stopped working. The screen was blank and the words "self test" were displayed across the screen, yet no testing was taking place. Nothing was being delivered to the patient and no alarms sounded. The ventilator was immediately changed out. The patient was not affected during this brief time.

Event description:
Event desc: the ventilator was on a pt and it suddenly stopped working. The screen was blank and the words "self test" were displayed across the screen, yet no testing was taking place. Nothing was being delivered to the pt and no alarms sounded. The ventilator was immediately changed out. The pt was not affected during this brief time. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do.